Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
Patient underwent hip revision procedure approximately eighteen years post-operatively due to unknown reasons. This was an elective revision procedure.